Event description:
Device was flushed and prepped with hep saline, the catheter for the device entered the body but when it was moved or rather the j slider, it flexed in the wrong direction. It was tried several times but wouldn't steer the correct way. It was removed and inspected, flushed again when flex motion was checked, and put in the body. It had the same issue. New device: used lot # mav631010e.